Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not felt any therapeutic effect in the needed area since implant. The patient has been reprogrammed several times but the issue did not resolve. At one programming session the patient reported that the rep 'cranked up the setting so high that the patient was paralyzed until the setting was lowered.' Since then the patient has kept stimulation at a low setting just to maintain the system. The patient requested meeting with a rep to perform additional programming. No further complications were reported. Additional information was received from the patient. The patient stated that they were indeed paralyzed during programming. They added that the intensity of the stimulation was painful, and they had no control to move. The patient stated that they contacted another manufacturing representative (rep) to adjust the device, but no appointment has been scheduled at this time. No further complications were reported or anticipated.